Event description:
Young child (2.7 yrs) swallowed the zinc air battery from his ponto 5 mini. Child was hospitalised as a precaution. Child passed the battery. No ill effects.

Manufacturer narrative:
Non tamper proof battery door was fitted by clinic.